Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of organs. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expense, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of organs. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expense, pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that the preoperative and postoperative diagnosis for placement of the inferior vena cava (ivc) filter was recurrent phlebitis with pulmonary embolism. During implantation of the filter via right femoral vein, the filter was injected at the base of the second lumbar vertebra. The patient tolerated the procedure well and left the operating room in good condition. The whole procedure was done under fluoroscopic guidance. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about seven years and six months post implantation of the ivc filter. The patient reports perforation of filter strut(s) outside the ivc and into organs. The patient also states to be very uncomfortable and has pain in the area of where the filter was placed. As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the preoperative and postoperative diagnosis for placement of the inferior vena cava (ivc) filter was recurrent phlebitis with pulmonary embolism. During implantation of the filter via right femoral vein, the filter was implanted at the base of the second lumbar vertebra. The patient tolerated the procedure well and left the operating room in good condition. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation of organs. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc and into organs. The patient also states to be very uncomfortable and has pain in the area of where the filter was placed. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Implant site pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.